Manufacturer narrative:
B3. Event date two weeks prior to procedure. Actual event date is unknown. Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. No leaks were identified in pump. The pump failed activation test. Product analysis was able to confirm device malfunction. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis was not working properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. Two weeks later, a surgical procedure was performed, and the device was replaced. There were no patient complications.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis was not working properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. Two weeks later, a surgical procedure was performed, and the device was replaced. There were no patient complications.